Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was reported the patient was hospitalized for the event the same day as onset. Treatment for the event was not reported. At the time of this report the patient was recovering from this peritonitis event. Physioneal therapy was ongoing. Additional information was unable to be obtained.

Manufacturer narrative:
(B)(4). Additional information for b5: on unreported date(s), the patient was treated with unspecified antibiotics (route, medication, dosage, frequency, and duration not reported) for the previously reported peritonitis event. Antibiotic treatment completed fourteen days after the initial receipt of this report. On an unreported date and after an unknown number of days of hospitalization, the patient was discharged. The patient was recovered from the previously reported peritonitis event (previously, the outcome was reported as recovering). Should additional relevant information become available, a supplemental report will be submitted.